Event description:
It was reported by svc report that the head right siderail time link was broken and would not lock in the upright position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: broken head right siderail timing link.